Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm uploading anomaly and unable to perform any test due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.

Event description:
It was reported that customer's blood glucose was not recorded into insulin pump. Caller reported that insulin pump data was uploaded at the clinic, customer's blood glucose was not recorded. After troubleshooting, caller was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.